Event description:
During operation on patient for lung cancer, focalseal-l product was used to seal air leak observed in the area of dissection along fissure. It was not a stapled or sutured treatment site. Air leak was observed intraoperatively to be sealed. Postoperative course was good and patient was discharged from hospital in 2-3 days. At one week postoperative, the patient was doing very well. Two weeks after operation patient was observed to have subcutaneous emphysema and a pneumothorax was present on chest radiographs. Conservative management was unsuccessful and the subcutaneous emphysema was spreading to the patient's neck. Physician made decision to reoperate to explore chest cavity. Significant adhesion was present between chest wall and lung. Sealant was observed as not being attached tightly to the treatment site. Physician commented that he may have loosened sealant during reoperation due to extent of adhesions. Chest tube was placed and patient recovered uneventfully. Physician indicated that there was no definite causal relationship between sealant use and events described.